Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. The insulin pump was received with protruded/loose drive support disk. The insulin pump was received with cracked case at reservoir tube window corner and missing endcap sticker.